Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy thumb advancer was confirmed as evidenced by the bent control wire and carved nylon shaft of the flex-guide. Additionally during testing deployment, slight resistance was encountered from the bent control wire. The observations and test results are consistent with and confirm the reported difficulty to deploy the thumb advancer during use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered three-quarters through deployment and advancement could not be completed. Exchange sheath splitting had not yet begun in the tissue tract. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.